Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an ablation procedure, a cardiac tamponade occurred requiring a pericardiocentesis to stabilize the patient. While operating the non-abbott ablation catheter (thermocool smart touch sf bi-directional navigation) in the left ventricle, it was noted that the patient's blood pressure decreased. Ablation was performed before the noted tamponade, atrial septal puncture was not performed. No steam pop observed. A pericardiocentesis was performed and the patient stabilized. The physician thinks the cardiac muscle may have been scratched with the sheath when the catheter in the left ventricle was removed.

Manufacturer narrative:
Mw5123010.